Manufacturer narrative:
Bleeding is a common intra-operative and postoperative complication in cardiac surgery. Approximately 5 - 10 percent undergoing cardiac surgery will need to be re-explored for bleeding. There are many causes of post-operative bleeding; the most common are hemodilution and mechanical destruction of clotting factors as a result of the blood being repeatedly circulated through the cpb machine. It is not unusual for patients to receive post-operative transfusions of packed red blood cells, platelets, and fresh frozen plasma. There may also be technical reasons for post-operative bleeding. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for return as it remains implanted. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 3300tfxj aortic pericardial valve of unknown size, implanted approximately two (2) years and seven (7) months, was explanted due to aortic stenosis. A 19mm 11500aj valve was implanted in replacement. The patient¿s annulus was fragile. The surgeon reinforced the annulus with patches and implanted the 19mm 11500aj valve. After the valve implant, bleeding was observed from the stitches at the reinforced area prior to chest closure. The patient was transferred to the ICU with an open chest. The patient was returned to the or, at a later date, for hemostasis. The patient status was not reported. The patient had a history of coronary artery bypass grafting at the time of the 3300tfxj implant. (B)(4): the 3300tfxj aortic valve, implanted approximately two (2) years and seven (7) months, was explanted due to aortic stenosis. This device was replaced with a 19mm 11500aj aortic valve. This device was not returned for evaluation as it was discarded at the hospital. (B)(4): bleeding occurred after implant of the 19mm 11500aj aortic valve. At a later date, re-operation for hemostasis was performed. This device was not returned for evaluation as it remained implanted. The cause for bleeding is unknown at this moment. It was not reported if these events were device-related or not.